Manufacturer narrative:
Section b1 product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, the device was found to be intact. There were no anomalies noted. The marker band was present. 1.5mm balloons use single marker band (smb). A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during the analysis. The device met specifications when received for complaint investigation. The device returned and was analyzed. There were no anomalies noted. The marker band was present - 1.5mm balloons use single marker band (smb). An assignable cause of not confirmed will be assigned to the as reported 'ro marker missing' as the issue was not confirmed during the analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during an endovascular procedure the physician noticed that there was only 1 marker on the subject catheter. The subject catheter was removed, and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure the physician noticed that there was only 1 marker on the subject catheter. The subject catheter was removed, and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.